Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraceptive: iud in 2015. Past adverse reactions to the above products included adverse drug reaction with iud. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), back pain ("back pain/ pain in lower back"), fatigue ("fatigue"), depression ("depression"), weight fluctuation ("weight fluctuations"), headache ("headaches"), pelvic pain ("pain in pelvis") and pain in extremity ("pain in legs/ feet pain"). The patient was treated with surgery (she underwent a hysterectomy to remove essure, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, fatigue, depression, weight fluctuation and headache outcome was unknown and the back pain, pelvic pain and pain in extremity was resolving. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, pain in extremity, pelvic pain and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion on (B)(6) 2016, patient had transvaginal ultrasound (tvu). Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure indication female sterilization and removal date was added. Essure start date updated from (B)(6) 2016. Event pain in lower back was clubbed with previously reported event. Events pelvic pain, pain in extremity were newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain / belly pain') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 5 ((B)(6) 2001, (B)(6) 2002, (B)(6) 2006, 2007, (B)(6) 2010.). Previously administered products included for contraceptive: iud. Past adverse reactions to the above products included adverse drug reaction with iud. In (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pain in extremity ("pain in legs/ feet pain") and arthralgia ("hip pain"). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced fatigue ("fatigue"), 1 month 7 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), dysmenorrhoea ("severe menstrual pain"), back pain ("back pain/ pain in lower back"), depression ("depression"), weight fluctuation ("weight fluctuations"), headache ("headaches") and pelvic pain ("pain in pelvis"). The patient was treated with surgery (she underwent a hysterectomy to remove essure, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, fatigue, depression, weight fluctuation, headache and arthralgia outcome was unknown and the back pain, pelvic pain and pain in extremity was resolving. The reporter considered abdominal pain, arthralgia, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, pain in extremity, pelvic pain and weight fluctuation to be related to essure. The reporter commented: discrepancy noted in date of birth (B)(6) 1981 and (B)(6) 1977. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion. Diagnostic results: on (B)(6) 2016, patient had transvaginal ultrasound (tvu). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain / belly pain') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 5 (B)(6) 2001, (B)(6) 2002, (B)(6) 2006, 2007, (B)(6) 2010.). Previously administered products included for contraceptive: iud. Past adverse reactions to the above products included adverse drug reaction with iud. In (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pain in extremity ("pain in legs/ feet pain") and arthralgia ("hip pain"). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced fatigue ("fatigue"), 1 month 7 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), dysmenorrhoea ("severe menstrual pain"), back pain ("back pain/ pain in lower back"), depression ("depression"), weight fluctuation ("weight fluctuations"), headache ("headaches") and pelvic pain ("pain in pelvis"). The patient was treated with surgery (she underwent a hysterectomy to remove essure, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, fatigue, depression, weight fluctuation, headache and arthralgia outcome was unknown and the back pain, pelvic pain and pain in extremity was resolving. The reporter considered abdominal pain, arthralgia, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, pain in extremity, pelvic pain and weight fluctuation to be related to essure. The reporter commented: discrepancy noted in date of birth (B)(6) 1981 and (B)(6)1977. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion. Diagnostic results: on (B)(6) 2016, patient had transvaginal ultrasound (tvu). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Events added from pfs- hip pain. Onset date of event fatigue, abdominal pain was updated. Event genital hemorrhage seriousness criteria updated as non-serious. Follow up 5 and 6 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), back pain ("back pain"), fatigue ("fatigue"), depression ("depression"), weight fluctuation ("weight fluctuations") and headache ("headaches"). The patient was treated with surgery (she underwent a hysterectomy to remove essure in dec-2016). At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, back pain, fatigue, depression, weight fluctuation and headache outcome was unknown. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache and weight fluctuation to be related to essure. Company causality comment: incident; no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.